Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One x-ray image sample of a triple lumen powerpicc catheter was provided for evaluation. The catheter appears to be inserted within the patient¿s arm. The molded wing hub for a tl catheter is visible and the catheter extending from the hub appears to twist with itself creating a kinked region. Based on the information provided, possible contributing factors include placement location, securement method, and patient anatomy. Since a kink appears to be visible in the x-ray image provided, the complaint is confirmed but the exact cause remains unknown at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported kinking in PICC line. PICC was placed in the left arm. No other information provided. Add info received 05/24/2021: date of occurrence: (B)(6) 2021 was there patient harm reported?: no.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn0795 showed one other similar product complaint(s) from this lot number. The complaints for this lot number refn0795 have been reported from the same facility.

Event description:
It was reported kinking in PICC line. PICC was placed in the left arm. No other information provided. Add info received 05/24/2021: date of occurrence: (B)(6) 2021. Was there patient harm reported?: no.